Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.3; 1.1; 1.1. Results were obtained over several days. Pt was on lovenox and coumadin while these results were taken.

Manufacturer narrative:
Investigation pending.